Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to revert to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support confirmed that a replacement pump with updated software was sent, and instructions were provided for placing the pump in storage mode and returning the problematic pump. Additionally, the customer was advised to use new sensors appropriately with the updated pump.